Event description:
It was reported that during generator change-out, externalized conductors were observed under fluoroscopy. Low pacing impedance and high capture threshold were observed. The pace/sense portion of the lead was capped. Defib portion of the lead remains active. The patient is doing well and will continue to be monitored.

Manufacturer narrative:
(B)(4).